Event description:
The customer reported the distal end was difficult to move and the forceps were difficult to push through. There was no patient or user injury reported due to the event. The subject device was sent to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed on the forceps elevator and the plastic distal end cover. This report is being submitted for the malfunction found during evaluation (foreign material). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found on the forceps elevator and the plastic distal end cover was suspected to be due to insufficient cleaning of the device. In addition, service found the forceps control lever was difficult to move due to deformation, confirming the customer's initial report. Service also found leakage due to a cracked distal end, the insulation resistance value at the distal end was out of specification due to a scratched distal end cover, the bending angle in the up/right directions were out of specification due to wear of the angulation wire, the bending tube was deformed, the light guide lens was dirty, the distal end was shaved, the area around the lever arm was corroded, the coating on the universal cord was peeling off, and multiple parts of the device were scratched and discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to correct information provided on the initial medwatch report by adding z-0379-2022 to h9.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 24-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to inappropriate reprocessing. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspect the forceps elevator and the area which can be visually accessible in elevator recess, while raising and lowering the forceps elevator to confirm that there is not any foreign materials, such as debris and fluids, but not limited to. If any foreign materials is observed, stop using the endoscope." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. ·brushing around the forceps elevator and instrument channel outlet ·precautions: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found." Olympus will continue to monitor field performance for this device.